Manufacturer narrative:
H10. The complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2020-05969. H10: the lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced tilt and perforation of the ivc. This information was received from a single source. The malfunction involved a patient with no reported consequence. A 27 years old female patient weight was not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced tilt and perforation of the ivc. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.